Manufacturer narrative:
The assembly process and mfg procedure for this product code were reviewed and no findings that can potentially relate to the reported issue were found. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and insp according to our specs. No add'l documents were reviewed as part of this complaint investigation. The customer complaint was not confirmed due to the lack of product sample. The root cause could be related with tears in the corrugated tubing (B)(4). The issue originated in the corrugated tubing extrusion process. A scar was opened to the vendor in order to document the root cause and corrective actions. (B)(4). If add'l info is received that affects the conclusion of the investigation a f/u report will be sent.

Event description:
The event is reported as: complaint alleges: the respiratory therapist supervisor noticed that they had faulty circuit with the same lot number. No pt injury reported.